Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The main switch was replaced as a precaution. The device was recertified and returned to the customer. Review of the device log shows evidence of a "warm start" and a "cold start". The "warm start" will be logged when the device is powered off then on within 7 seconds. A "cold start" will be logged when the device is powered off then on after 7 seconds; in this case, approximately 18 seconds. The log is unable to tell the difference between a manual shut off and if the device powered off on its own and requires to be powered on in order to write to the log. There are no power related errors or other errors indicating any evidence to support the report. Analysis of reports of this type has not identified an increase in trend.